Manufacturer narrative:
This report is filed march 3, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Treatment with IV antibiotics was unsuccessful, resulting in extrusion of the electrode array into the external auditory canal. Revision surgery is planned; however, has yet to occur, as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. Re-implantation is scheduled, however has yet to occur as of the date of this report, may 2, 2016.